Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred about eight months ago from date the manufacturer became aware of the event.